Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufacturing in may 2012. The device was returned to baxter and an evaluation was performed to investigate the reported issue. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. A service history review was not performed because there were no previous service events since the manufacture of the device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox software was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death and passed away at home while sleeping. Peritoneal dialysis therapy was ongoing up until the event of death, but it was unknown if the patient was performing therapy at the time of death. The cause of death was reported to be due to natural causes and an autopsy was not performed. No additional information is available.